Manufacturer narrative:
Additional information received reported the patient had congenital hydrocephalus. According to the report, the patient was undergoing placement of a left ventriculoperitoneal shunt with laparoscopic placement of the peritoneal catheter when the issue occurred. Patient information updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. The instructions for use that accompany the device caution ¿improper handling or use of instruments when implanting shunt products may result in the cutting, slitting, crushing or breaking of components.¿

Event description:
It was reported to medtronic neurosurgery that the tip of passer broke off intraoperatively. According to the report, the tip was never found and it is unknown if the tip remains in the patient. The procedure was successfully completed using another product and there was no injury to the patient.